Manufacturer narrative:
Approximate age of device ¿ 5 years and 1 month. The replaced portion of the driveline is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that multiple alarms occurred when the system controller was connected to the power module. The patient reportedly felt dizzy during the alarms. No alarms occurred when the system controller was connected to batteries or a non-grounded patient cable. On (B)(6) 2018, the driveline was inspected by the manufacturer's technical service representative. No alarms could be reproduced when the driveline was manipulated or when the patient performed body movements. The driveline had evidence of an internal burned area, which corresponded to a suspicious part seen in x-ray images. A distal end percutaneous lead (driveline) replacement was successfully performed. Pump stoppages did not occur when connected to a grounded patient cable. A non-grounded patient cable for use with the power module was requested for the patient. No additional information was provided.

Manufacturer narrative:
Although the reported pump stops and low-speed alarms were confirmed via the submitted log file, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted system controller log file contained approximately 4 days, 19 hours and 21 minutes of data, beginning at time stamp 1859 days, 6 hours, and 25 minutes. Beginning on 1862 days, 11 hours, and 31 minutes, multiple pump stop, low-speed hazard, and low flow hazards were captured until 1863 days, 9 hours, and 43 minutes. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The approximately 18.5" segment of driveline was returned for evaluation. Approximately 2.5¿ of silicone jacket was returned attached to the driveline. Examination of the driveline found moderate shield breakdown approximately 2.25¿ and 9-11" from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time.